Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes mitek rep. Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No non-conformances were identified for this part-lot number combination per (B)(4) query executed on 10/11/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot no non-conformances were identified for this part-lot number combination per (B)(4) query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure that the tip of the 5.5mm healix advance knotless br anchor broke. Another same like device was used to complete the procedure with no patient consequences nor surgical delay. The device will be returned for analysis. This complaint is for one (1) 5.5mm healix advance knotless br anchor. This report is 1 of 1 for (B)(4).